Event description:
Pt called to report that their meter was giving them inaccurate low bg readings. Pt tested on their meter and obtained a bg reading of 113 mg/dl. Pt also tested on a friend's meter (invalid comparison) and obtained a higher reading (reading unknown). Pt then decided to go to the ER to check their bg. When pt arrived in the ER they tested their bg at the lab and obtained a bg reading of 218mg/dl. Test was done 11-20 min apart from one another. There was a 42% difference from meter to lab comparison. Pt was treated with a shot of insulin (unknown of how much and what type of insulin.) Pt was in the ER for a couple of hrs and the released. Pt is on prandin 3x a day. Pt mentioned that later their meter was giving them an error 2 message that would not go away and pt was unable to test their bg. Ccr was unable to resolve the issue and sending pt a new lfs meter.